Event description:
Megadyne bovie pads would not work when plugged into the machine, stayed red. Changed out and the next set worked. Purchasing was notified and he sent the rep for the company who received all the information from the package. Happened twice with the same lot number. Product replaced by rep. No green light, procedure was not started, pads removed and changed. Megadyne electrosurgical pad, lot 2108140. Reference report: mw5148661.